Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer had three initial fill estimate issues in the last month. The customers blood glucose (bg) levels were 225 mg/dl. The customer took a bolus from the pump to stabilize bg levels.

Manufacturer narrative:
Pump is still functional, customer to use pump until replacement arrives.

Event description:
Pump is still functional, customer to use pump until replacement arrives.